Event description:
Medical affairs was unable to get in contact with patient and will be sending patient a letter. The following information was documented by customer service: patient's meter read insert strip and clean test area. Patient had to go the e.r. Because patient was unable to obtain a bg reading and had symptoms of low bg. Unknown if patient was treated in the hospital or what patient bg reading was in the e.r. Customer service was unable to resolve the issue and sent patient a new meter.